Event description:
The reporter stated that the surgeon was loading an aspheric three piece collamer lens model cq2015a in the cartridge and the lens wouldn't load properly and a haptic became bent. No patient contact.

Manufacturer narrative:
Evaluation codes: results - a visual inspection of the returned product shows that one haptic is bent on the lens. There is no visible damage to the lens optic. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: a multifunctional team investigated complaints regarding lens damage associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging.